Event description:
The device was returned from the dealer for routine preventive maintenance with no alleged problems. During the repair evaluation. It was discovered the unit's audible alarms would not sound due to the alarm module being contaminated with roaches.